Event description:
It was reported by the patient that since system implant, they have had an "almost continuous vibrating feeling" in their mid-back. The patient also reported that they were given muscle relaxants; however, the medication did not stop the vibration. It was later reported by a company representative that the physician programmed the device off but the patient still reported feeling the vibration. The device, right ventricular (rv) lead and atrial lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.